Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a sling procedure on an unknown date. The patient reported since the procedure over nine years, the patient has developed foreign body rejection symptoms, extensive chronic hip, spine, groin, pelvic pain, diverticular disease with chronic ibs, fibromyalgia, chronic psoriasis, fatigue, extensive mobility problems. The patient reported that they cannot walk, sit, stand, lie down for more than 10- 20 minutes. The patient reported uti regular infections, debilitating chronic pain when passing stools, chronic constipation and unable to empty bladder fully. The patient reported they cannot have a sexual relationship and have stopped attending smear tests because of the pain it causes. The patient reported loss of sensation in vagina, inflammatory joint pain hips lower back groin and pelvis. No additional information was provided.